Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown knee bearing. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
In (B)(6) 2015, the bearing broke and popped out of place. The patient had to undergo an additional knee surgery to correct the issue.

Manufacturer narrative:
An event regarding an alleged crack/fracture involving an unknown knee bearing (patella) implant was reported. The event was confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: medical records (the revision operative report, dated (B)(6) 2015) indicated that the unknown knee bearing (patella) had fractured "at its tri pegs". The medical records were reviewed by a clinical consultant, who concluded the primary harm was revision tka surgery for a fractured dislodged patella component. The clinical consultant noted there was insufficient documentation presented to complete this assessment and establish the cause of the patella implant failure. Device history review: could not be performed as no lot information was provided. Complaint history review: could not be performed as no lot information was provided. Conclusions: medical records (the revision operative report dated (B)(6) 2015) indicated that the unknown knee bearing (patella) had fractured "at its tri pegs". The medical records were reviewed by a clinical consultant, who concluded the primary harm was revision tka surgery for a fractured dislodged patella component. The clinical consultant noted there was insufficient documentation presented to complete this assessment and establish the cause of the patella implant failure. The root cause could not be determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
In (B)(6) 2015, the bearing broke and popped out of place. The patient had to undergo an additional knee surgery to correct the issue.